Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy with an open abdominal surgery, the firing stopped halfway during stomach tube creation. It was also reported that the power shell was displayed used up after the usage of the first firing. A new product was used to complete the case. There was no patient injury.